Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item # 00620205222 item name shell porous with clusterholes 52 mm lot # 61262526. Item # 00625006525 item name bone scr 6.5x25 self-tap lot # 61213485. Item number 00771301000 item name modular femoral stempress-fit plasma sprayed cementless size 10 lot # 61117923. Review of the device history records identified no related deviations or anomalies during manufacturing. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes identified no complications. Medical notes were reviewed and identified the following: revision of femoral head and liner with findings of hypertrophic and abnormally appearing left hip synovium. Indications note that 'a known problematic femoral component has been recalled zimmer kinectiv'. Normal hip fluid was noted, hypertrophic synovium noted with intra-articular space consistent with poly debris. No black or gray staining. Poly showed signs of wear and the superior posterior aspect had a broken section of poly consistent with a possible previous dislocation. Shell remained in place. Dense fibrous tissue, few areas of lymphplamacytic inflammation with deposition of a few histocytes. Reactive synovium associated with chronic inflammation. No granulomatous inflammation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00263 0001822565 - 2021 - 02687

Manufacturer narrative:
(B)(4). Concomitant products: item # 00620205222 item name shell porous with clusterholes 52 mm lot # 61262526. Item # 00625006525 item name bone scr 6.5x25 self-tap lot # 61213485. Item # 00631005032 item name liner 10 degree elevatedrim 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot # 61241859. Item # 00784800200 item name modular neck k 12/14 necktaper use with +0 heads only lot # 60898611. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01129. Previously incorrectly reported under MFR 0001822565 - 2021 - 01130.

Event description:
It was reported by patient¿s legal counsel that the patient received an initial left hip arthroplasty. Subsequently the patient was revised due to implant failure and elevated metal ions 11 years later.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: investigation findings - operational problem code removed. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified head exhibits scuffing on the outer radius. The head, neck, and stem were submitted for further analysis. Analysis determined a consensus modified goldberg score of 4. A score of 4 corresponds to ¿damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris for the head. T the complaint is confirmed based on the evaluation of the returned product and provided medical records. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.